Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample it was noticed a crease in the anterior view. Within crease a tear was noted measuring approximately 0.1 cm . No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to remove patient code 1982 (neurological deficit/dysfunction), to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, paresthesia, breast pain. Concomitant medical products: (left) 270cc mentor smooth round high profile saline catalog: 3503270 lot: 246825 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 270cc mentor smooth round high profile saline breast prostheses, suffered right breast implant deflation, post-operatively. In addition, the patient also reported discomfort, characterized by aching and burning sensations. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7686724 sn: (B)(4) and (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7604041 sn: (B)(4).